Event description:
Customer reported that she was trying to enter the blood glucose value into the insulin pump and noticed the buttons were not responding. Customer stated she replaced the battery twice and then received a button error alarm. Blood glucose level is 108 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with cracked case at display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, broken battery tube threads and a missing end cap sticker.